Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient called the user facility indicating the ultrathane mac-loc locking loop multipurpose drainage catheter used for nephrostomy ureteral drain in the left back area began leaking about a week after placement. The patient underwent an additional procedure to remove and replace the device. As reported, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Correction: it was reported the patient called the user facility indicating the ultrathane mac-loc locking loop multipurpose drainage catheter used for nephrostomy ureteral drain in the left back area began leaking about a week after placement. When the patient had come in, it was realized the catheter had come apart at the hub. The patient underwent an additional procedure to remove and replace the device. As reported, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, as well as a dimension verification and visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned used device confirmed hub separation from the catheter. The flare of the device appeared lopsided and out of round. Due to compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to cook¿s specifications. A twist test revealed that the proximal assembly was secure. The connector cap inner diameter, catheter tubing outer diameter and the number of threads showing between the hub and cap were all found to be within manufacturing specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one relevant nonconformance in a similar device lot for the flare not being seated properly. This nonconformance affected three devices, all of which were scrapped. It should be noted there were no other reported complaints for this lot number. There is no evidence to suggest all items in the lot or similar devices in house or in the field are nonconforming. The instructions for use supplied instructs the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.